Event description:
It was reported that an ilet pump was dropped, after which the screen powered on but no longer accepted touch input, and a replacement was deemed necessary. Symptoms included hyperglycemia. Outcomes included continued use of continuous glucose monitor (cgm) via dexcom app or receiver, shutdown of the affected ilet, shipment of a replacement, and plans to return the original device. Investigation included device evaluation upon return and review of device history and complaint history. Investigation of this case revealed physical damage to the display/touch interface consistent with user drop. It was concluded that the failure was due to accidental damage, with no patient harm reported, and that the replacement device required standard startup since data do not transfer.